Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling multiple cartridges with insulin. Reportedly, the issues resolved, and the customer successfully filled the cartridges. Customer¿s blood glucose level was in the 70-200 mg/dl range.